Manufacturer narrative:
Investigation is ongoing, results will be submitted in a follow-up report.

Event description:
It was reported that the lift motor was stuck in an elevated position. There was no pt involvement or adverse consequences reported.